Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a vessel dissection occurred. A 2.5x23mm promus stent was placed in an unspecified vessel. Next, the 2.5x15mm apex balloon was used to post dilate the stent when it was noted that the vessel tore. To treat the dissection, an additional promus stent (2.5x15mm) was implanted. The physician was satisfied with the results and no additional patient complications were reported. The patient's current condition is listed as "ok". Additional information has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.